Event description:
It was reported that at the previous check, there was no capture but impedance values were acceptable. Remeasure of impedance found bipolar and unipolar >3000 ohms. When taking repeated measurements while the patient moved arms and ismetrics, measurement changed from approximately 500 ohms to 250 ohms and then < 100 ohms both bipolar and unipolar. Lead capped. No patient complications have been reported as a result of this event.